Event description:
Following a percutaneous coronary angiogram a 6f angi-seal sts device was used to seal the arteriotomy site in the left femoral artery with no complications reproted. Several days later the pt was noted to have no pulses in the left leg. The pt underwent a thrombolectomy; a thrombus formation was removed. Reportedly, the pt recovered and was discharged.